Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that emergency medical services were called and the patient was subsequently admitted to the hospital on (B)(6) 2026 due to diabetic ketoacidosis (dka) and an acute myocardial infarction (mi) event. While wearing the pod on the abdomen for an unknown duration, the patient's blood glucose level reportedly reached 500 mg/dl. The patient believed the reported loss of consciousness was related to a known cardiac condition (myocardial infarction) and stated that severe diaphoresis may have caused the pod to fall off. The patient also noted a strong insulin odor during the event and suspected that the pod may have been leaking insulin. Reported symptoms included hyperglycemia, nausea, vomiting, loss of consciousness, and sweating. The patient reported receiving treatment for dka during hospitalization. The patient further reported that continued use of the pod was permitted while hospitalized. As of the last contact on (B)(6) 2026, the patient remained hospitalized, and the healthcare provider was reportedly assessing whether a left ventricular assist device (lvad) procedure would be required prior to discharge.